Event description:
It was reported that the customer experienced a malfunction on a pump with a code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.